Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology was unable to retract its needle. The following information was provided by the initial reporter: "the hcp pressed the button but the safety mechanism didn't work."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology was unable to retract its needle. The following information was provided by the initial reporter: "the hcp pressed the button but the safety mechanism didn't work."